Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. The physician noted that the atrial lead had exhibited loss of capture and low sensing. During the procedure, the atrial lead was explanted and replaced successfully. The patient was in stable condition.